Manufacturer narrative:
It was reported that the patient had a routine washout for suspected infection. Liner and head were exchanged. The associated r3 acetabular liner and oxinium femoral head, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. A relationship, if any, between the devices and the reported incident could not be corroborated. A review of instructions for use revealed the alleged failure is previously identified in the possible adverse events. Per our risk assessment, possible causes could include but not limited to contamination, patient reaction or post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient was discharged without any problems, the patient returned to the hospital with a temperature of 38.3 celsius and crp of low 100's. Within 24 hours though both temp and crp reduced. Infection was queried. Monday (B)(6) 2019 patient had a routine washout for suspected infection. Liner was exchanged. Wednesday (B)(6) 2019, patient had head and liner exchange and an extensive washout. Head and liner exchange was undertaken by dr (B)(6) an orthopaedic registrar and supervised by dr (B)(6). Both surgeons were uncertain if there was an infection. Samples were sent away for testing. Patient is an active male without health issues.